Manufacturer narrative:
The pump was received with a cracked battery tube thread, a completely broken off reservoir tube lip, a missing reservoir tube lip o-ring, a cracked case near the display window corners, a cracked display window and minor scratches on the display window. The test reservoir does not stay locked in place due to the reservoir tube lip damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was damaged and reservoir could not stay in place. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.